Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm, power failure error that discontinues the present therapy and is due to a possible air in line, occurred on the homechoice (hc) device during use. The caregiver (cg) stated that the home patient (hp) had disconnected and turned off the hc. When the cg turned the hc back on, it alarmed with the se 2367. The technical service representative (tsr) had the cg cycle the power on the hc to clear the alarm. The tsr explained the alarm to the cg. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.